Manufacturer narrative:
The technician found the ground prong on the power cord was broken. The technician replaced the power cord to resolve the issue.

Event description:
The technician alleged loss of ground. No pt impact.